Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The device was not returned to brézins for investigation as repairs were carried out locally. A defective air sensor was suspected and was replaced. The defective part was sent to brézins for further investigation. Several functional tests were performed and a drift of value was detected. This failure is due to the air sensor subassembly, which has either a degradation of the ceramic bonding or the ceramic itself. An internal CAPA is open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: "after switching on, the device still indicates air in the set, even if a set with water is inserted. Defective air sensor diagnosed on the device. The problem was solved by replacing the sensor. Quality control performed, the device is functional and safe." Reporting due to the referenced issue; no patient injuries or adverse effects were communicated. More information is needed to complete the investigation.